Event description:
The device was previously in the buttock area and that site became infected. The pump was then moved to the left abdomen. The left abdomen pocket became infected. The patient was seen by wound care up until october and was on antibiotics. The pump was removed along with the pump segments and the remaining 55cm was left and tied off. Both sites were irrigated and closed. Anerobic and aerobic cultures were sent; results were not known. At the time of this report the patient was on antibiotics. The patient experienced drainage/incisional wound opening and pain at device pocket. The patient outcome was no injury/recovered without sequelae. The pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID, neu_unknown_cath lot# serial# unknown, product type catheter product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter (B)(4). Final analysis of the pump revealed no anomalies. Analysis of the catheter segments revealed no significant anomaly; acceptable catheter testing.